Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump went into threshold suspend mode in the middle of the night and she woke up with a blood glucose over 400 mg/dl. Her sensor reading was below 40 mg/dl. She stated the sensor reading will say she is very high. One time she treated based off a sensor reading of 465 mg/dl. When her blood glucose came down very fast, customer checked her blood glucose and it was 140 mg/dl. The issue usually occurs on the fourth or fifth day of the sensor. Customer was advised of proper sensor insertion and calibration methods. She was told to monitor the issue and call back if it recurs for troubleshooting. Nothing further reported.